Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a red bio-hazard bag. Returned with the sample was supplied 40cc inflation driveline tubing; liquid blood was noted within the returned inflation driveline tubing. Upon return, the supplied teflon sheath was noted on the returned sample. The short driveline tubing was noted cut near the bifurcate. The one-way valve was tethered to the cut short driveline tubing. The returned 40cc inflation driveline tubing was note connected to the cut section of the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried/liquid blood was also noted within the iabc helium pathway. The customer submitted photo was reviewed. In the photo, liquid blood is confirmed present within the iabc helium pathway, which is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. A lab inventory short driveline tubing was connected to the iabc bifurcate. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 6.4cm to 8.0cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 7.0cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to a dvance through the central lumen. Blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for a "ruptured iabc" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abr asion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "ruptured iabc". Additional information states that the patient is currently deceased. However the customer stated " the patient was very unstable and expired due to deteriorating conditions, no involvement to iabc or iabp therapy". Additional information has been requested about the alleged issue with the iab catheter. However , at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "ruptured iabc". Additional information states that the patient is currently deceased. However the customer stated " the patient was very unstable and expired due to deteriorating conditions, no involvement to iabc or iabp therapy". Additional information has been requested about the alleged issue with the iab catheter. However , at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.